Event description:
It was reported that the event involved (B)(6) female patient, (B)(6) who expired on (B)(6) 2013. An intra-aortic balloon (iab) was inserted into the left femoral artery sheathless and without issue. Approximately 4 days later intra-aortic balloon pump (iabp) therapy was initiated the nurse of the intensive care unit called the md; the device was in a standby status. After resuming iabp therapy, the autocat2 wave alarmed 'kinked catheter/helium loss." As a result, the iab was removed. The next day, the patient was diagnosed with massive cerebral embolization by a "CT scan brain" and the patient expired the same day. Pump strips were generated and are available for review. No medical/surgical intervention was required. Therapy was delayed or interrupted which caused harm to the patient. It is unknown if the device caused or contributed to the patient's death and is under forensic examination.

Manufacturer narrative:
(B)(4).